Manufacturer narrative:
A voluntary medwatch report was received that matches the date and report to catalyst and included additional information. Mw5185765 noted "humeral head implant trial post broke and retained in patient's proximal humerus. Risk of retrieval outweighs benefit. Disclosed to patient and family by surgeon. Trial size: h "inferior peg broke off in patient while surgeon was trialing size".

Event description:
It was reported to catalyst that the inferior peg of a humeral trial broke while the surgeon was trialing the size h humeral trial.there was no notification to catalyst that the broken peg was left in the patient or that there were any adverse effects to the patient.